Event description:
It was reported by the provider that he replaced the joystick on this user's chair last month, and now the mode button is not working. There was no additional information provided. No patient injury alleged, no additional information provided.